Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rewinding buzzing sound was not like that before, it auto turns off if you dont test after 8 but she does test before and it still turns off and also had some unexplained no insulin delivery alarms and had to troubleshoot. The insulin pump will not be returned for analysis.